Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the symptom of not recognizing a closed door, which was reproduced. The eval experienced close door messages. The messages were found to be caused by a missing upper door hook. The door was found to have evidence of damage caused by external influence. The door was replaced.

Event description:
During baxter's eval of a spectrum pump, it was found to not detect a closed door. There was no pt involvement.